Event description:
Initial creatinine result 1.7 mg/dl, initial bicarbonate result >50 mmol/l, initial calcium result 13.9 mg/dl, initial glucose result 182 mg/dl. Same sample repeated recovered 0.9 mg/dl for creatinine, 29 mmol/l for bicarbonate, 8.5 mg/dl for calcium, and 89 mg/dl for glucose. The initial result was reported for either patient. Patient not adversely affected. The field service representative was unable to determine a cause for the discrepancies.

Event description:
Discrepant results for 2 patient samples. Patient 1, male, initial calcium result 11.6 mg/dl, repeated twice, recovered 8.6 mg/dl and 8.3 mg/dl. The initial result was reported for either pt. Pt not adversely affected. The field service rep was unable to determine a cause for the discrepancies.